Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image when testing with 180 scope and bad locking mechanism in the video socket occurred due to a failure of the patient set board. The cause of the faulty patient-set board could not be identified. It is likely that damage to the housing net spacer occurred from the effect of shock and vibration with no specific cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the faulty connectors was confirmed, the connections had a bad locking mechanism in the video socket that didn't secure the scope video cable properly, the housing spacer was broken which offset the front panel, there was no video when testing with a 180 series scope, the patient set board was defective, and it was recommended to update software from 3.01 to 4.10. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the video connectors were broken, but connection was possible during preparation for use on (B)(6) 2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified patient set board was defective.